Event description:
The customer returned a evis lucera elite colonovideoscope to the olympus service center for routine maintenance. During evaluation, residue was found in the air/water channel. This medical device report is being submitted to capture the reportable malfunction found during evaluation. No patient involvement reported.

Manufacturer narrative:
The device was returned as part of the asset return process. During evaluation, the following issues were noted: the light cover glass was chipped; the light cover glass adhesive was pitted; the distal end adhesive was lifting; the insertion tube showed minor marks and staining; the air/water housing had a worn color indicator ring; the plug body was stained; the scope connector showed evidence of water ingression and leakage; the device showed a misty image caused by moisture; and the up/down directional knob had excess play. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction regarding detection of the issue in chapter 3- preparation and inspection: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Examination of the residue found determined it was white and crystallized in appearance. The appearance of the residue was consistent with a simethicone-type of product. However, the foreign material's source was not definitely identified. The investigation determined the device decontamination may have been made more difficult due to leakage (evidence found at the scope connector area). The root cause of the issue was not established. Olympus will continue to monitor field performance for this device.